Manufacturer narrative:
Age at time of event - 18 years or older. A promus element plus,mr,ous 2.75x24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 19.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26-mar-2021. It was reported that crossing difficulties and shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x24mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the shaft broke near the hub. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed the shaft broke in a location which could enter the patient.